Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 mins of 367 mg/dl, 77 mg/dl and 124 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Event description:
It was reported that during a breast biopsy procedure, biopsy samples were not ideal for the initial 2-3 cuts. Subsequently lesser samples and eventually no samples were retrieved at all. Probes were cleared using clear probe mode but no samples were retrieved. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
(B) (4). The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.